Event description:
It was reported the undersensing due to r-wave amplitude variation was observed. Abbott technical support was contacted who recommended reprogramming. No intervention has been performed. The patient was stable.